Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device passed the final test and was recertified and returned to the customer. The customer's report is not a device fault, the unit will provide this prompt when the multifunction cable is connected to a test port. The device was tested using a test port and simulator and was able to provide results within acceptable impedance value. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "short detected" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.